Manufacturer narrative:
Upon receipt of the inflatable penile prosthesis (ipp) our quality assurance laboratory, the returned components underwent a thorough analysis. The cylinders were visually inspected with one of the cylinders having a bulge on the proximal end when inflated and the other cylinder was detached from the proximal end with a hole consistent with explant damage. Examination of the reservoir found wear at the fold of the shell, but there were no leaks present. The kink resistant tubing (krt) was partially detached from the component which was also consistent with sharp instrument damage. The pump was visually inspected and found to be contaminated, so there was no functional testing performed. Based on the information available, the analysis could not confirm the reported allegations and a conclusion of cause not established was chosen.

Event description:
It was reported that the patient underwent surgical intervention to explant the inflatable penile prosthesis (ipp) due to a puncture in the cylinder connection that was resulting in fluid loss. A new ipp was implanted and there were no patient complications reported.

Event description:
It was reported that the patient underwent surgical intervention to explant the inflatable penile prosthesis (ipp) due to a puncture in the cylinder connection that was resulting in fluid loss. A new ipp was implanted, and there were no patient complications reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.